Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked, after which the user could not select the meal announcement icon and the device was no longer watertight; a replacement ilet was shipped and the user was instructed on shutdown and return processes, data backup via the mobile app, and that therapy setup would need to be repeated on the replacement. Symptoms included none, and blood glucose levels were unaffected. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of user reports and logistical actions related to device replacement. Investigation of this device revealed a damaged display assembly that impaired user interface function, consistent with physical damage to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage outside of device malfunction.